Event description:
Information indicated the left siderail will not latch.

Manufacturer narrative:
The hill-rom technician found that the nut was too tight which was allowing the latch to more. He replaced the nut and nut cap to resolve the issue.